Event description:
This right ventricular (rv) lead was implanted on (B)(6) 2014 and remains implanted at this time. It was noted on 05/15/2014 that patient has increased rv threshold. The physician was dr. (B)(6) at (B)(6) hospital in canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).